Manufacturer narrative:
Previous emdr reported capsular contracture, device appears to trigger rejection and rupture. Postoperatively, physician reported that "no rupture of the implants was found, only double capsules under their bases" and "no capsular contractures were observed". Hence, unreporting the events of capsular contracture, device appears to trigger rejection and rupture.

Event description:
The device has been explanted. Healthcare professional reported for left side "postoperatively, no rupture of the implants was found, only double capsules under their bases" and "no capsular contractures were observed".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported left side device rupture diagnosed via MRI along with pain, tightness, and "various problems". MRI results reports "uneven contours with partial contraction towards the implant lumen" and "slightly more fluid visible along the right implant posterior wall." Ultrasound reports 'cyst' and 'palpable small thickenings'. Referral states "current breast pain and cysts." The event of "cysts" has been deemed not device related per medical review. The device remains implanted.